Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified no anomalies. Review of device memory found a shorted lead fault (fault code 1004) was recorded on (B)(6) 2016 after a shock was attempted. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
--

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead from another manufacture displayed a code 1004 indicating a short circuit condition was detected during shock delivery. This results from a low shocking lead impedance (less than 12.5 ohms), as a result of a shock delivery. Boston scientific technical services discussed the rv lead was likely the cause and recommended replacement. The ICD was explanted and the rv lead was capped and abandoned. A new system was successfully implanted. No additional adverse patient effects were reported.